Event description:
The customer reported having unexplained high blood glucose for two days. The blood glucose reading at time of call was 322 mg/dl. The customer stated that she treated her sugar level with the insulin pump and manual injections. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test twice and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.